Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device product was not returned. A device history record review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that there is an air leak through the cuff during use on a patient.

Manufacturer narrative:
(B)(4). Size of device corrected to 8.0. Catalog # corrected to 5-10316. Lot# corrected to 73g1500573. The sample was returned for evaluation. A visual exam was performed and it was observed that there was a small tear in the cuff material. No other defects or anomalies were observed. Functional testing was performed and an air leak was found coming from the small tear in the cuff material. No other leaks were detected. The reported complaint of a leak from the et tube cuff during use was confirmed based upon the sample received. The sample was confirmed to leak from a small tear in the cuff. All et tubes are 100% inspected for inflation and deflation during manufacturing; therefore, a defect of this type would be detected prior to release. A DHR review was performed on the et tube lot number with no evidence to suggest a manufacturing related cause. Other remarks: based on the time of discovery and the observed damage, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that there is an air leak through the cuff during use on a patient.